Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the cartridge air removal step prior to filling the cartridge, filled the cartridge with cold insulin, and over filled the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.